Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler received an electrical shock. The patient touch the cycler screen and the screen froze. The patient rebooted the cycler and the power fail recovery failed. The patient cancelled treatment. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. The simulated treatment was performed, completed without any failures or problems. The system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. The lcd display did not response; the display was out of calibration. Recalibrated the display. There was no presence of visible liquid or evidence of past fluid within cycler. A device history review was conducted, resulting in no issues.

Event description:
A peritoneal dialysis patient reported that the cycler received an electrical shock. The patient touch the cycler screen and the screen froze. The patient rebooted the cycler and the power fail recovery failed. The patient cancelled treatment. The cycler will be replaced.

Manufacturer narrative:
Corrective data: follow up 1: date received by manufacturer: 4/10/2018.

Event description:
A peritoneal dialysis patient reported that the cycler received an electrical shock. The patient touched the cycler screen and the screen froze. The patient rebooted the cycler and the power fail recovery failed. The patient cancelled treatment. The cycler will be replaced.